Manufacturer narrative:
Additional catalog #: 72400024, 72400098. (B)(4).

Event description:
On (B)(6) 2000, the entire aus device was implanted. Information received stated the aus device was removed due to erosion. It was stated that, "this [aus] ... Then eroded after a foley catheter was placed." The date of the device removal was not indicated.